Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest garment. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a pill and hydrocortisone for the skin irritation. Follow up indicated that the patient returned the lifevest and the skin irritation improved with the use of the hydrocortisone and pill.